Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that transmitter out of range alerts (cs 206) were received while the cgm was in range. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2016 with the following findings: during investigation, the transmitter was paired with test pump successfully. The blood glucose (bg) value was set to 120 mg/dl twice within 2 hour; both bg calibration requests entered successfully. The pump and transmitter were run overnight with a steady reading of 115 mg/dl within +/- 20%. No warnings or alarms occurred during testing. The transmitter performed within specifications. The complaint of the transmitter out of range warning was not duplicated during the investigation. There was no defect found.